Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation. The reported patient symptoms are known risk associated with implants of these device and are indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus). A cytoscopy was performed in which urethral erosion was identified. A surgical procedure was performed in which the existing aus was removed. Following the healing period, a new aus was implanted. There were no further patient complications reported.